Event description:
It was reported that the device displayed error code 60-00-04 when interrogated. The error was cleared, and the device indicated that depletion had occurred (B)(6) prior. The device was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.